Event description:
During explant surgery, physician noted, that "the patient had evidence of a grade 3 capsule". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening on radius. Leak test and microscopic analysis was performed which identified, crease smooth opening on radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on radius assessed, as fold flaw opening. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.